Event description:
Additional information was received and it was reported that the patient had fallen from a wheelchair. The pump was removed because of the fall and resultant catheter issue. It was noted that ¿they didn¿t know where the drugs was going into the patient.¿ the device system was delivering morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter had dislodged. The health care professional was unable to find the catheter via magnetic resonance imaging (MRI). The pt reported he had fallen in late 2007 and since that time, has noticed an increase in pain symptoms.

Manufacturer narrative:
.